Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2012. The patient reported unable to see up close and did not have the issue before the surgery. The surgeon reported at last office visit on (B)(6) 2013, the patient's unaided visual acuity at distance and near vision was 20/20. The icl remains implanted.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly the patient did not achieve uncorrected near visual acuity she was expecting following icl implantation in 2012. According to the dcr, dated on 10/17/2013, there was no adverse event and unva and udva were 20/20. No secondary surgically or medically intervention was performed or planned. The surgeon did not attribute any issue to the device, therefore this event is not related to the icl but to the patient related factor (unrealistic expectations). Conclusions: based on the complaint history, work order search and the medical review, the cause of the event is due to patient related factor (unrealistic expectations) and is not related to the icl. (B)(4).